Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. Corrective programming changes were made. No adverse patient consequences were reported.